Event description:
The spouse of a home pt reported minicaps to be dry. Per the spouse, the sponges had a yellowish appearance. Per the pt, no pt injury or medical intervention was associated with these incidents.